Event description:
It was reported that the patient experienced pain for the last five days. The patient¿s pump had reportedly ¿slipped¿ and was being re-sutured on the day of this report. The reporter did not have actual timelines for when the pump started slipping but it was noted the health care provider (hcp) had mentioned it was not a very long time. The patient had been taking oral pain medications and therefore did not have ¿any symptoms¿. It was also reported at the time of this report the pump read it was empty upon interrogation. The device system had been used to deliver morphine however due to a morphine shortage the hcp planned to fill the patient¿s pump with dilaudid. It was later reported that the pump was filled with drug and the pump was ¿revised/added suture¿ so it would not be loose. The reporter had not heard anything since the surgery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer, patient product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).